Manufacturer narrative:
Doctor removed the proximal half of the ribbon and used a suture to anchor the ribbon in place.

Event description:
Two weeks post-op a pt reported that he "turned his head to one side to look at something behind him when the ribbon snapped and cracked in half."